Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that during preparation of the 7x20mm absolute pro self expanding stent system (sess), when removing the distal protection [white catheter tip], the stent came out of the delivery system. Therefore, the sess was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed it was noted to be reported that the white catheter tip that was removed was the stylet. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stylet/mandrel removal, the tip of the device was inadvertently pulled as well causing the stent to slightly pull out of the stent sheath resulting in the reported premature activation. There is no indication of a product quality issue with respect to design, manufacture or labeling. H6: medical device problem codes 1562, 2017 removed.